Event description:
Meter name: one touch profile. Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: no symptoms. A pt reported they went to the hospital. Their meter allegedly would had missing segments. The result on their meter was incomplete. The result on the hospital meter was unk. The time difference between pt's meter and hospital's meter was unk. Treatment was unk. No further info has been reported.